Manufacturer narrative:
H6: method: a work order search for the lens and the cartridge were performed. Results: visual inspection of the lens showed the lens was stuck in the cartridge and no visible damage to the cartridge. There was evidence of surgical residue. There was one similar complaint found within the lens work order and two similar complaints found within the cartridge work order. Device history record reviews will be performed by quality engineering. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for eval.

Event description:
A 3-piece silicone lens model aq2010v was stuck in the cartridge prior to insertion. The lens was not implanted and there was no pt contact or injury. The reporter indicated that the cause of the event was unknown. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.